Event description:
As reported, a 6f exoseal vascular closure device (vcd) failed to close the puncture site by not achieving hemostasis. Manual compression was applied. There was no reported patient injury. No resistance or difficulty was encountered when advancing or connecting the non-cordis sheath, and all deployment indicators functioned as expected, including proper retraction, locking, audible click, pulsatile bleed-back indicator flow, and normal button depression. There was no pulsatile bleeding at the puncture site upon removal, and the exoseal vascular closure device (vcd) and 6f non-cordis sheath were removed together as a single unit without the plug dislodging. A retrograde approach was used, and the vcd was applied in an interventional procedure by a trained user, with storage and preparation performed according to the instructions for use (IFU). No device or package damage was observed before use. A 6f non-cordis sheath was used. Femoral artery suitability and an insertion angle of 30¿45 degrees were confirmed on angiography, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site, and the site had not been closed with a closure device or manual compression within the previous 30 days. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, a 6f exoseal vascular closure device (vcd) failed to close the puncture site by not achieving hemostasis. Manual compression was applied. There was no reported patient injury. No resistance or difficulty was encountered when advancing or connecting the non-cordis sheath, and all deployment indicators functioned as expected, including proper retraction, locking, audible click, pulsatile bleed-back indicator flow, and normal button depression. There was no pulsatile bleeding at the puncture site upon removal, and the exoseal vascular closure device (vcd) and 6f non-cordis sheath were removed together as a single unit without the plug dislodging. A retrograde approach was used, and the vcd was applied in an interventional procedure by a trained user, with storage and preparation performed according to the instructions for use (IFU). No device or package damage was observed before use. A 6f non-cordis sheath was used. Femoral artery suitability and an insertion angle of 30¿45 degrees were confirmed on angiography, and the vessel diameter was verified to be at least 5 mm. No calcium, plaque, stent, hematoma, arteriovenous fistula, or pseudoaneurysm was present at the access site, and the site had not been closed with a closure device or manual compression within the previous 30 days. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device as it was able to be fully deployed with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis as the returned device does not match the event reported. Based on the information available for review and product analysis, user related factors (user error) possibly contributed to the issue experienced by the user since the deployment lever was found not depressed which by design would not allow the plug to be deployed. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.